Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by customer that " large volume lipid tubing clogging frequently. The clogging causes a line to be broken could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the tubing clogged. The following information was provided by the initial reporter: problem of the large volume lipid tubing clogging frequently. The clogging causes a line to be broken into ¿ lipids are lost and babies aren¿t getting their full nutritional value, and the breaking of the line highly increases the risk of clabsi.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the tubing clogged. The following information was provided by the initial reporter: problem of the large volume lipid tubing clogging frequently. The clogging causes a line to be broken into ¿ lipids are lost and babies aren¿t getting their full nutritional value, and the breaking of the line highly increases the risk of clabsi.